Event description:
Information received by medtronic indicated that the customer received a power system error (pump error 25). Troubleshooting was performed and found that the customer was able to clear the alarm and rewind the pump successfully. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The unit was received without a battery cap. Unit passed displacement, active current measurement, and self tests; it failed sleep current measurement test. No pump error 25 or power error detected alarms were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to determine if any pump error 25 has occurred in the past. The adapt tool confirms that 5 pump error 25 occurred on (B)(6) 2023 from 09:26:00 to 21:26:00 and 6 occurred on (B)(6) 2023 from 01:26:00 to 17:26:00. In addition to this, pump trace download analysis confirmed the unit alarmed pump error 25. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. The internal battery was tested according to the internal battery esr measurement test, and it failed since no voltage appeared at its terminals. In summary, the customer¿s report of power error detected alarms was confirmed. The pump error 25 is due to a bad internal battery. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.